Manufacturer narrative:
G4:17feb2021. B4:19feb2021. H11:g5:k102985. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the data acquisition printed circuit board assembly (da pcba) needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the da pcba to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 17dec2020

Event description:
It was reported to philips that the device had a pressure auto zero alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.